Event description:
Per candice donahoe, patient had strata valve implanted on 10/27/05. Patient recently fell and hit their head and broke valve. The proximal catheter connector is where she thinks the problem is. The doctor just notified her of this. She has no lot number.

Manufacturer narrative:
The valve was patent. The inlet connector was broken off inside the valve and was not returned. This damage precluded all further testing. Per the customer's report, this damage was caused by the patient falling on the valve. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacturer. Medtronic neurosurgery does not regard the submission of this report as an admission that the product caused or contributed to the reported event.